Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. The helix/lobe was noted distorted/bent.

Event description:
It was reported that during the implant procedure there were fixation difficulties. The helix was noted to be extended and bent upon entering the patient's venous system. The mechanism would not fully retract.